Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the device allegedly failed to advance and was met with resistance when tried to put in the sheath. It was further reported that the physician tried to inject the contrast and the contrast started shooting out the sides of the sheath as one of the strut from the filter was found to be damaged going through the sidewall of the sheath. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the device allegedly failed to advance and was met with resistance when tried to put in the sheath. It was further reported that the physician tried to inject the contrast and the contrast started shooting out the sides of the sheath as one of the strut from the filter was found to be damaged going through the sidewall of the sheath. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to advance and material puncture hole could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2027), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.